Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a failure to alarm for ventricular tachycardia (vtach) and bradycardia (brady) at their philips intellivue information center (piic). The device was in use on a patient. There was no report of patient or user harm.